Manufacturer narrative:
Only one of two instruments were returned for evaluation. Visual inspection of the returned component found that there were scuff marks on both the inferior and superior surfaces around the notch. Both ball bearings and their associated spring were missing and not returned. Dimensions were found conforming to print specifications where measured. These devices are used for treatment. The returned device has a potential field age of 30 months. It is unknown how many times the device was used prior to presenting the issue. Previous investigation identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
(B)(4).other devices used:catalog #42527900300, persona articular surface provisional shim, lot #62113037.this report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings were missing from the instruments.